Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results accompanied by symptoms. The customer is concerned with test results obtained of 311 and 147mg/dl. The expected fasting blood glucose test result range is 150-200mg/dl and below 250mg/dl non-fasting. The customer did report symptoms of tiredness and blurry vision. Medical attention is not reported as a result of the actual blood glucose results and symptoms. The product is not stored according to specification in the kitchen. The test strip lot manufacturer¿s expiration date is 12/31/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).